Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed there was noise on the atrial lead. Programming changes were implemented. The patient was in stable condition.